Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that t device alarms error code 41622 while running volume test. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed error code 41622. Functional and visual tests were performed and the reported issue was duplicated. The probable cause of the reported issue was due to the loose screw blocking the expulsor and camshaft. As a result, the loose screw was removed, and the rear housing was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.